Event description:
Trauma patient being transported to CT scanner room in the ed on transport monitor that failed due to suspected battery issue. Monitor was flashing a yellow light. Patient was not able to be monitored and expired at some point during transport, or during CT procedure.health professional's impression: faulty monitor.